Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that there was a loss of aspiration. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure in the endoprosthesis branch. Everything was fine during priming. However, aspiration stopped after three seconds inside the body. The machine was reset and the catheter was re-primed. Again, the pump filled with saline and stopped. There were no patient complications and the patient was stable.